Event description:
Reference number (B)(4). Event occurred in the libya. It was reported that the patient faced tape not sticking issue due to infusion set cannula fell off while changing clothes on (B)(6) 2026. No further information is available.